Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the tip of jaw separated during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25144333, 25142666, and 25138033 the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history. The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the harvesting tool handle. Tissue buildup and blood were observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the lower half of the jaw with detachment. The detached silicone insulation piece was not returned back for investigation. A microscopic inspection determined that the heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure mode ¿material twisted/bent; wire¿ and analyzed failure mode ¿peeled; jaw" were confirmed.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the tip of jaw separated during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.